Event description:
The user facility reported an impella cp pump was placed to support a patient with acute myocardial infarction. After cardiopulmonary resuscitation, an impella cp was inserted to stabilize the hemodynamics. Bleeding at the site of chest compressions was difficult to control. A blood transfusion was performed. The bleeding lead to hemorrhagic shock and the patient died. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.